Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported pump stop and controller clock reset. Additionally, review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported alarms was unable to be conclusively determined through this evaluation, it was communicated that the alarms were likely from hypertension. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Several low flow hazard alarms were captured throughout the file and were associated with elevated average pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was pump exchange pump thrombosis in 2024 after pump stoppage due to falling asleep on batteries. The patient likely had a pump stop approximately due to the patient falling asleep on batteries again, causing depletion of the backup battery and therefore a backup battery fault alarm and controller clock reset. The patient also continued to have low flow alarms. Log files captured of low flow flags and/or low flow alarms on 15nov2025 and 16nov2025 as well as low flow flags and/or low flow alarms on 17nov2025 and 18nov2025. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these low flow events. Per the site, the low flow alarms were likely from hypertension as they resolved with blood pressure control. The log files also captured emergency backup battery (ebb) faults due to the ebb failing the load test on 12nov2025 and 13nov2025. These had not reoccurred in the remainder of the log files. The backup battery fault alarm was resolved by re seating the backup battery. The pump periodic log file was normal. The pump event file was not submitted.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.